Manufacturer narrative:
E1 - initial reporter phone: updated. B5 - describe event or problem: updated.

Event description:
It was reported that a balloon rupture occurred. The patient presented with chest pain. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. A 3.50 x 15mm wolverine cutting balloon was selected for use. However, resistance was encountered inserting the wolverine onto the guidewire and upon first inflation for 2 seconds, the balloon ruptured at 2 atm. The device was removed and the procedure completed with another device. There were no patient complications. It was further reported that the patient was stable post procedure. Also, the device was removed as a whole outside the body.

Manufacturer narrative:
The device was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft. Microscopic examination of the shaft polymer extrusion revealed that the inner wire lumen was detached less than 1mm proximal to the distal bumper tip. Microscopic inspection revealed no issues with the balloon or blades, but the distal section of the tip was noted to be deformed. As a result of the inner wire lumen detachment, it was not possible to pass a 0.014inch size wire through the wire lumen or inlate the device. The contrast media leaked through the tip.

Event description:
It was reported that a balloon rupture occurred. The patient presented with chest pain. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. A 3.50 x 15mm wolverine cutting balloon was selected for use. However, resistance was encountered inserting the wolverine onto the guidewire and upon first inflation for 2 seconds, the balloon ruptured at 2 atm. The device was removed and the procedure completed with another device. There were no patient complications. It was further reported that the patient was stable post procedure. Also, the device was removed as a whole outside the body.

Event description:
It was reported that a balloon rupture occurred. The patient presented with chest pain. The 75% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. A 3.50 x 15mm wolverine cutting balloon was selected for use. However, resistance was encountered inserting the wolverine onto the guidewire and upon first inflation for 2 seconds, the balloon ruptured at 2 atm. The device was removed and the procedure completed with another device. There were no patient complications.